Event description:
As reported to coloplast though not verified, after implantation of aris mesh patient experienced pain, dyspareunia, urinary and bowel problems and returned to her physician several times due to complications..

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. Device not returned.